Event description:
It was reported that during a device replacement procedure for normal battery depletion, the patient had asystole when the device was manipulated or moved by touching the patient's skin over the device. The pacing pulses were not able to stimulate the heart muscle. Since the patient was pacemaker dependent, the patient was paced externally during the procedure. Trend data indicated that the patient's ventricular lead had a lead warning for high impedence. Intermittent capture was also noted. The lead was capped and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analysis revealed normal battery depletion.